Event description:
It was reported that as the intraocular lens (iol) was being implanted into the patient's eye the haptic bent. The incision was enlarged to remove the lens, no sutures were needed.

Manufacturer narrative:
The iol was not received for analysis. The lens met all manufacturing criteria prior to release. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests it is user related and not manufacturing related. Not received by the manufacturer.